Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced multiple syncopal episodes, skin trauma, arrhythmia and heart block. The implantable pulse generator (ipg) exhibited premature battery depletion. The device was reprogrammed and remains in use. A replacement procedure is planned. No further patient complications have been reported as a result of this event.